Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of ble unavailable was confirmed. Based on the information provided, it was determined that the device entered ble lockout due to insufficient authorizations during connection attempts. The device is performing per design.

Event description:
Additional information received indicated the ble issue reoccurred. A ble reset was performed which did not resolve the issue. The issue was resolved by pairing the ICD to an mtx device. There were no reported patient consequences.